Event description:
I had the sprint unit installed on (B)(6) 2024, and was told that is would be removed 60 days after implant. The incident happened over the christmas holidays, on (B)(6) 2024. I was walking into the living room when I felt a shock in my lower left side of my back. It happened again later that day. I checked the remote control , and it showed there was a connection issue. I went to the instruction manual and did all of the potential fixes without any improvement. Prior to showering, the battery pack and connections were removed. The only 2 bandages remaining were at the implant locations. After I showered that evening, my wife removed those current bandages, to replace with new ones, and found that the side that shocked me had been burned. I asked her to take pictures to present to my doctor. I called the doctor and made an appointment to have the sprint unit removed, which was on (B)(6) 2024. The doctor advised me to contact the FDA and sent me the link. Prior to this incident, the local sprint reps were not usually available, while the rep in (B)(6) was always helpful. The local rep wanted to take the unit for testing. Based on my previous experience with him, I was not comfortable giving it to him. I did use my multimeter to test for continuity and found there was a short in the unit located at the burn site. The other unit tested fine. While I was at the doctor's office getting the unit removed, she said they have had other complaints about sprint and were looking into other companies.